Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of a distorted image. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of distorted image was confirmed during product evaluation. The root cause was assigned to a distorted main display. The main display was replaced in order to correct this condition. Additional information: this involved a colleague version 1.7 infusion pump with a user interface module software version of 8:11:00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.